Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they and their partner saw the patient last week and upon interrogating the device they determined that the patient was only getting to about 25 percent at each charging session. All impedances were within normal limit. The patient was indeed trying to charge for a long time each day but falling asleep watching tv and the charger was slipping off his battery. The patient was educated and the family on proper charging technique and symbols on the charger. He was left charging his battery and was seen later that day and his battery was 75-100% charged. They delivered some double sided tapes and demonstrated their use. Patient and family were satisfied. At the time this issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient had to charge his device daily for 2-3 hours and that it drained from 100% to 25% in one day. He was considering requesting to have the device removed and replaced with a primary cell device. No environmental/external/patient factors were thought to have led or contributed to the issue. It was reported the patient would have their device checked by a field representative the week of the report. The issue was not resolved at the time of the report. No surgical intervention occurred. The patient was alive without injury at the time of the report. No complications were reported or anticipated.